Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut.". No further actions have been deemed necessary at this time. Based on the evidence available the reported condition was not confirmed. The file will be closed as not confirmed. Additionally, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in a laparoscopic total gastrectomy, during the esophagus jejunal anastomosis. After firing, the doctor removed the device from the jejunum, but the anvil did not tilt and the device could not be removed. At the time of firing, the doctor firmly squeezed and rotated the return knob without problem two times necessarily for tilting the anvil. The doctor pushed the device to the oral side in order to tilt the anvil, but the anvil did not tilt, and the doctor repeated this same operation continuously for about 15 minutes, and finally managed to remove the device from the anastomosis part. At that time it was difficult to check the status of the anvil, and when the device was removed out of the jejunum, the anvil was indeed not tilted. The surgical time was extended by less than 30 min. The device was removed from the tissue by force but no tissue damage was caused.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in a laparoscopic total gastrectomy, during the esophagus jejunal anastomosis. After firing, the doctor removed the device from the jejunum, but the anvil did not tilt and the device could not be removed. At the time of firing, the doctor firmly squeezed and rotated the return knob without problem two times necessarily for tilting the anvil. The doctor pushed the device to the oral side in order to tilt the anvil, but the anvil did not tilt, and the doctor repeated this same operation continuously for about 15 minutes, and finally managed to remove the device from the anastomosis part. At that time it was difficult to check the status of the anvil, and when the device was removed out of the jejunum, the anvil was indeed not tilted. The surgical time was extended by less than 30 min. The device was removed from the tissue by force but no tissue damage was caused.